Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 2.50x38mm promus element ¿ long drug-eluting stent was deployed successfully in the lesion. After post dilation was performed, the physician noticed a distal edge dissection in the distal portion of the implanted stent. A 2.50x16mm promus element stent was then advanced and deployed distally overlapping the first implanted stent. The edge dissection was covered and the procedure was completed. No patient complications were reported and the patient's status was stable.